Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer's pump touchscreen was cracked. The customer's blood glucose level was elevated (460 mg/dl), and was addressed by delivering a correction bolus, via the pump. Reportedly, it is not known how the touchscreen was cracked. It was indicated that the pump was still functional and the customer would continue to use the pump for insulin therapy.